Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited rapid battery depletion. It was noted that this was most likely due to frequent interrogations and wireless communications performed during a 2-month period while the patient underwent intense radiation treatment for cancer. The ICD remains in use. No patient complications have been reported as a result of this event.